Manufacturer narrative:
Product event summary: at analysis it was noted that the printer was damaged and it was confirmed that the cursor position on the screen did not coincide with the stylus tip and it was additionally noted that the calibration was invalid. The bezel assembly was replaced. It was also noted that it was speculated that the link electronic module board was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.